Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type programmer, patient product ID neu_unknown_lead, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that caller reports pt had ins and leads explanted ( march 26, 2021) because the physician did not have leads in the proper position.